Event description:
The customer reported that being hospitalized due to diabetes ketoacidosis and high blood glucose of 450mg/dl, and his blood glucose was treated with an insulin drip. The customer experienced vomiting, nausea, and excessive thirst. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the customer to run a manual prime and the insulin did exit. Performed a high pressure test and passed. Instructed the customer to remove the cannula and it was not bent. Advised the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.